Event description:
Pediatric patient with multiple problems including cardiac (requiring pacemaker) and hydrocephalus (requiring vp shunt placement). Several weeks later, neurosurgery was asked to tap shunt because of increased fever and increased wbc and when they did - they got back low volume. A CT scan was ordered and result indicated massive over drainage and decompression of the third and lateral ventricles with acute or chronic subdural hematomas. Programmable setting of shunt valve was checked and the setting found to be open - at the lowest setting. This had not been changed by clinicians (last change had been around one month from implant from a setting of 1 to 1.5). The setting was immediately changed to closed. CT scan a few days later shows improvement in the size of ventricles and slight decrease in size of subdural hematoma.